Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents and/or complaints reported for this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue. The investigation determined the reported peeling appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement, the guide wire polymer coating became damaged against the anatomy and/or other devices resulting in the difficulty to advance the balloon catheter over the wire. Manipulation against resistance caused the polymer coating to bunch up in an accordion fashion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2021, a percutaneous intervention was performed on the posterior tibial and the superficial femoral artery lesions. A ht command guide wire was placed without issue. Following, a non-abbott balloon catheter advanced on the ht command when resistance was met. It appeared that during the balloon catheter advancement, it pushed the command polymer coating together, in an accordion fashion. There was no coating separation but rather polymer coating displacement in an accordion fashion on the command. The command was removed without issue and another device was used in replacement. There was no adverse patient effect noted. No additional information was provided regarding this issue.